Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partial encor probe was returned for evaluation. The returned probe was received without the sample tray and saline cap. No visual anomalies were noted with the returned probe. The returned probe was functionally tested using an in-house sample chamber and saline cap and was able to successfully pass a vacuum differential test and obtain all samples under laboratory conditions. Although the returned probe functioned as intended under laboratory conditions, the investigation will remain inconclusive for the reported suction issue, as the entire device was not returned for testing (i.e., sample chamber). Although it is likely the sample tray used in the reported event could have contributed to the reported suction issue, the definitive root cause could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereotactic-guided breast biopsy, the device allegedly had a suction issue. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 notification) on may 2, 2019. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 12/2020), (B)(4).

Event description:
It was reported that during a stereotactic-guided breast biopsy, the device allegedly had a suction issue. It was further reported that the procedure was completed with another device. There was no reported patient injury.